Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. As the occlusions had been resolved prior to contacting tandem technical support, troubleshooting could not be performed to determine a possible cause of the occlusions.